Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient received a cgm reading of low mg/dl. No bg meter reading was taken at this time. The patient was wearing a tandem insulin pump. The patient was experiencing heavy breathing and vomiting. The patient self-treated by eating ¿a lot of sugar¿. At some point, the patient decided to go to an urgent care center where his bg meter value was 700 mg/dl while the cgm was displaying an ¿urgent low alert¿ (no specific value was provided). The urgent care center called an ambulance, and the patient was transported to the hospital. The patient was admitted to the ICU and was treated with an IV insulin drip, potassium, magnesium, and several other unspecified ivs. The patient was discharged home after 2 days once his bg meter reading reached 180 mg/dl. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.